Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: a review of the pump¿s black box showed that the last bolus delivery and last basal delivery were on (B)(6) 2015. The total daily dose (tdd) had calculated correctly and reflected the user¿s programmed basal rates. During investigation, the delivery accuracy testing was performed successfully. The pump was found to be delivering within required range and delivering accurately. The pump was exercised for 24 hours with no delivery interruptions, warnings or alarms occurred during the investigation. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Also unrelated to the complaint, the display screen found to be discolored.